Manufacturer narrative:
A ge representative evaluated the system and reseated the monitor power connection and checked the fuse connection. System operates as intended. (B) (4).

Event description:
The customer reported, the system is not displaying an image. No patient injury was reported.